Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red irritation under back therapy electrode pads. The area was reported as small red dots and that it spread to patient's abdominal area and was not limited to underneath the lifevest. There was no alleged device malfunction contributing to the irritation. Patient's physician advised that reaction may have been to a medication the patient was on and advised to discontinue the medication. Follow up indicated that the irritation cleared up.